Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that the lead was discarded and will not be returned for analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted with good measurements, however upon the pre-discharge check 3 days later, the threshold measurements had increased and there were high out of range pace impedance measurements observed. Under x-ray, the physician observed the rv lead dislodged and the helix was no longer fully deployed; despite deployment being confirmed during the initial implant. Subsequently, the patient underwent a lead revision procedure 7 days after implant. The lead was explanted and tested on the table. The physician could not get the helix to extend so a new lead was implanted. No adverse patient effects were reported.